Manufacturer narrative:
Patient information was not provided. Therefore, section a was left blank. The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
It was reported that during implantation of an impella cp, there was bleeding from the 14 french introducer sheath. It was suspected that the sheath was leaking. Implantation of the pump was aborted and the patient expired later that same day.

Manufacturer narrative:
Corrected information has been provided in b2 (date of death).